Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by the patient that the patient was admitted to the hospital on (B)(6) 2016, where it was discovered the patient had a kidney stone. Though the patient reported that no surgery was required and they passed the stone on their own, the patient's peritoneal dialysis nurse confirmed that the patient was admitted for a period of 2 days. The patient has subsequently recovered.

Manufacturer narrative:
Additional information: device available for evaluation? A visual inspection of the returned cycler exterior showed no signs of any physical damage. The heater tray/scale was not obstructed. A simulated treatment was performed and completed without any failures or problems. The reported symptom of noisy was not confirmed with testing. There were no unusual sounds observed. The system air leak test passed. The valve actuation test passed. There were no discrepancies encountered in the internal inspection of the cycler. Additionally, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.